Event description:
It was reported that during surgery the device was not properly meshing. No harm or delay were reported as it relates to this event. An additional item was used to complete the procedure and an additional graft was not needed. No adverse event was reported as it relates to this event. Due diligence is complete and no additional information is available.

Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted. Evaluation in process.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the device passed the test mesh during device evaluation and the cutter was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.